Event description:
Manfuacturer's reference number: (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled. The rubber cover fell from headlight. There was no injury reported however we decided to report the issue based on the fall of any parts into sterile field may lead to contamination or injury. There was not any part broken, so the repair wasn't needed. The rubber bumper came off and could be fixed back. It was established that when the event occurred, the surgical light did not meet its specification as detachment of the bumper could be treated as technical deficiency and it contributed to the event. There is information if upon the event occurrence the device was not being used for patient treatment. It was discovered during daily checking. During the investigation it was found that in the past the reported scenario has never lead to serious injury nor death. Comparing the number of claimed devices to the install base, we conclude that the failure ratio is very low. The fall of the bumper is due to repeated collisions or a partial repositioning. Tests performed show that the bumper can fall after several violent collisions with the cupolas especially for the single fork configurations (low ceiling height rooms). This corresponds to an abnormal use. Maquet sas modified the bumper to make it harder and thus increase its tightening onto the suspension arm by reducing its elasticity. However, in specific cases, especially when the ceiling is lower (as for single fork configuration) it can happen that a cupola light hits the bumper during manipulation with a specific angle. For this reason maquet sas recommends to secure the bumpers with screws as specified in the technical manual for every single fork configuration. To prevent any similar incident maquet sas recommends: to avoid collision. To check the correct positioning of the cover after maintenance or cleaning. To secure the bumpers with screws. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided.

Event description:
On (B)(6) 2021 getinge became aware of an issue with one of surgical lights - powerled. The rubber cover fell from headlight. There was no injury reported however we decided to report the issue based on the fall of any parts into sterile field may lead to contamination or injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation device not returned to manufacturer.